Event description:
The issue involves the order duration dose checking funcitonality in msmeds 7.0 release. The order duration dose checking functionality requires that the total dose amount be calculated for the duration of an order based on the order's frequency and start/stop times. It has been discovered that given certain scenarios with different combinations of order start/stop times, frequencies, and how an order's duration is specified, the system may miscalculate the total dose amount for the order's duration. The clinical implication of this issue is that inappropriate or missing dose check warnings for order duration dose checking may results. All non-order duration dose checks still function properly. The reporting client reported the issue during the testing of msmeds 7.0 on their system. They are not live on msmeds 7.0 yet, and as such, no adverse patient event occurred at their site.